Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s luer connector cracked and the user was subsequently unable to remove the luer connector and cartridge from the device, consistent with a failure to disconnect involving the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy with blood glucose levels unaffected. Investigation included communication with the user and receipt and inspection of the returned connector and pump. Investigation of this case revealed a cracked or separated luer connector consistent with component breakage. The ilet was also inspected and no fault was found with the pump. It was concluded that the event involved a mechanical failure of the luer connector, with no patient harm.